Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 days after the implant procedure, the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the stimulation onset was initially noted 3 days after the implant procedure.